Event description:
Event: open surgical repair of a contained aneurysm rupture. Case details: the patient was implanted in 2001 with an ancure endograft. The patient presented at the emergency room with what was described to guidant as a contained aneurysm rupture resulting from a small hole in the aneurysm filling the retroperitoneal space. Open surgical repair was successfully performed.